Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d.6a, d.6b, h6.

Event description:
Patient reported right side rupture diagnosed by MRI. Healthcare professional later reported "acute pain persisted for years", rupture, and capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
The right side was affected by rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b5, d4, d6a.

Event description:
Patient reported right side rupture diagnosed by MRI. Healthcare professional later reported "acute pain persisted for years", rupture, and capsular contracture, baker grade IV. Device has been explanted and device replace with non-allergan brand.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken opening assessed as fold flaw opening. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ cyst(s): unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: ¿ lump/nodule: unable to observe as it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture diagnosed via MRI. Device remains implanted.

Event description:
Patient reported right side rupture diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.3a., b.3., b.6.